Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out once it was placed down the trocar. They had to force the jaws open. It was not on tissue. Another one was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.